Manufacturer narrative:
(B)(4). D1: femoral stem cemented revision/calcar 12/14 neck taper size 13 170 mm stem length for cemented use only. D10: p0463056 avan cmntd shell ss 56mm 0001442944, p0561e56 avan e1 insert 28 s 56 0001680044, 00785901200 distal centralizer 12 mm o.d. 65860133, 00877502802 bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14 3175454, 00801102024 allen medullary cement plugs 1-24 mm diameter flange/12 mm diameter core store in cool dry place 65941524, 00787100120 build-up block size 13/15 20 mm height 65753525. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised eight (8) months post implantation due to a periprosthetic fracture of the stem.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04): stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic fracture of the proximal femur status post right total hip arthroplasty. Possible fracture extension into the greater trochanter and the proximal femoral diaphysis medially. A definitive root cause cannot be determined. This complaint was confirmed based on the mmi review. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.